Manufacturer narrative:
Product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) 2019-09-10. It was reported the patient needed an MRI of the hip (which is unrelated to the scs) but the patient had the stimulator removed on (B)(6) 2019. The caller wanted to know if the patient was eligible for MRI if the patient did not have a full/complete system implanted. The caller stated that the patient had the stimulator removed because she was having pain with stimulation. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that they had pain at the battery pocket. No external or patient factors were reported that may have contributed to the issue. The patient had stopped using stimulation since the pain had disappeared but had pain at the battery site so they wanted to have the implant removed. The healthcare provider was going to schedule to have the implanted battery removed and leave the lead intact. The issue was not resolved at the time of the report. No device issues reported.